Event description:
Information received via medtronic indicated that the customer was unable to dispense insulin from insulin pen. Customer reported screw movement issue and was not moving as intended. Insulin was not dispensed when the button was pushed and felt resistance. Performed prime still insulin did not exist. Screw was not pulling back into the inpen while dialing 5 units. Screw moved when dose button was pushed. Customer changed out cartridge and prime the inpen but prime was not successful. No harm requiring medical intervention was reported. The inpen will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.